Manufacturer narrative:
The 510 (k) is k073231.

Event description:
The lay user/patient's relative contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.